Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown played in this outcome. Other factors, such as prior tooth history, may have played a role in the need for root canal therapy.

Event description:
On (B)(6) 2016, a dental professional reported the care of a (B)(6) year-old female patient who required root canal therapy on tooth #30. This tooth had a lava ultimate cad/cam restorative for e4d crown seated on (B)(6) 2014, because there was deep decay (into the nerve) noted under a large amalgam filling. It is not clear based on the provided information whether a root canal was performed prior to crown seating or not; information provided does suggest that a core build-up was performed at the time of crown seating. On (B)(6) 2016, it was reported that the crown debonded and the core build-up fell out; a root canal was either performed (or re-done).